Manufacturer narrative:
It was reported that the device failed the internal leakage test due to the expiratory cassette membrane contained dirt. After cleaning of the membrane for the expiratory cassette, the ventilator passed all functional and safety tests and was cleared for clinical use.

Event description:
Manufacturers ref: #(B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).